Manufacturer narrative:
A maquet service tech investigated the device and found the failure with tank pt (B)(4). The pt (B)(4) was replaced and the unit was tested to factory specs. Device was returned to service. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that at start-up, the device displayed tank temperature unk values. Display showed comp error. (B)(4).